Event description:
It was reported that during a prostate procedure, "low vaporization" was observed . It was further reported that at "approx 82,000 joules into case, fiber cap detached from fiber tip. The fiber tip was "flushed out," settings at time of failure: 120w, 14m43s. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with the second fiber at 177,209 joules. "Case completed with no harm to pt or staff".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing exhibits abrasions and scratch marks near open end; the octagonal stop sign (red dot) and the directional indicator (blue arrow) are erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additionally it was reported that the detached tip was retrieved and returned in the box with the fiber.